Manufacturer narrative:
(B)(4). Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2019-00258.

Event description:
It was reported that the tips of two drivers broke off during surgery; the resident was toggling the drivers to detach them from the screws. The broken pieces were removed and an alternative driver was used to complete the procedure without reported patient impacts.this is report one of two for this event.

Manufacturer narrative:
The returned inserter was evaluated. The tip has fractured off. It is likely that a off-axis force was exerted on the inserter while the device was being separated from the screw during the procedure a review of manufacturing records did not identify any issues which may have contributed to this event.

Event description:
It was reported that the tips of two drivers broke off during surgery; the resident was toggling the drivers to detach them from the screws. The broken pieces were removed and an alternative driver was used to complete the procedure without reported patient impacts. This is report one of two for this event.